Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support on how to reset the pump, but because the pump was unable to be reset, a replacement was arranged. Meanwhile, the customer planned to use multiple daily injections as a backup therapy.